Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient got a new stimulator and she had nothing but trouble and could not get the ins to charge. This was the only one she has had trouble with. The patient had poor coupling. They stated the ins only held a charge for three days and it took three days to get the ins fully charged. The patient said she was not getting the bars filled in, or she has all the bars and is standing and doesn't move and then she lost all the bars had a erratic coupling. The patient had tried lowering the recharge antenna over the ins and that didn't help. The patient can't lay down and charge it. The patient had used the tape and that helped. They sometimes would wear tight pants. They have tried a back brace to hold it, and had charged directly on the skin. They tried rotating the recharger dial. They noted they were not heavy and she could see the ins. They said it was sometimes kind of tilted because it 'floated in there'. They stated they were not sure if they were using the same recharging system as their previous device. The patient stated it hurt when they stood to rec harge. They had noted their trouble recharging had pretty much started from the beginning. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back on march 26th, stating she continued to have the same issues and they had not been resolved following replacement she received from repair. It was recommended that they make an appointment with their managing doctor to discuss the ins site depth and position to determine if that is causing the charging difficulties. Reviewed the doctor can schedule a rep if tech support were to be needed. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37751 (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient on (B)(6). They stated that the circumstances that led up to the patient having erratic coupling/their ins possibly being tilted were that they had had a new stimulator put in that had been smaller than their previous one. Their doctor thought it was that the pocket was too big for this stimulator, or possibly just a malfunction. They stated that the steps taken to resolve this issue were suggestions that had been given to them including positioning and different ways to find the best spot for charging. It had been a little helpful but they were not able to get full use of their stimulator due to this problem. They stated it was almost a daily struggle. Their issue had not resolved. No further complications were reported.